Event description:
A report was received that the patient has lead erosion. The patient went in for exploratory surgery on opening the lead site where pus was observed. The physician decided to explant the entire system due to suspected infection. The pt was given IV antibiotics. The physician did not believe the infection to be related to the device.